Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter: "the safety also did not seem to engage."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 17-jan-2023. H6: investigation summary: bd received five 22 gauge insyte autoguard units from lot 2229934 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities to the returned units. Each unit was found to be inside of its original sealed packaging. Next, the units were inspected for tip adhesion and needle retraction. There were no issues found with the tip adhesion and each device was able to retract successfully with no resistance or delay observed. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined for this incident. However, this was a known issue the manufacturing facility as a trend was identified for needle retraction failures. Corrective actions are being taken by the manufacturing facility to correct this issue and prevent recurrence but this lot was manufactured prior to any of these changes.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter: "the safety also did not seem to engage."